Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump was unable to recognize the 10cc syringe. The biomed was unable to duplicate the issue. There was no reported adverse event.